Manufacturer narrative:
Device evaluated by MFR. (B)(6) mr ous 3.50x38mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 200mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21aug2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x38mm (B)(6) drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was not completed. No patient complications were reported and patient status was stable. However, returned device analysis revealed hypotube detached/separated.